Event description:
Clinic notes were received through case management on (B)(4) 2012 and dated (B)(6) 2012 indicates that the vns patient had experienced an increase in seizures. Patient initially responded well to the start of vimpat with decreased nocturnal generalized tonic-clonic events. She was even able to go a few days without any events. However, over the past few weeks, she has returned to one generalized tonic-clonic event per night. These are shorter in duration and less intense in general. Patient also experienced a drop seizure, which has not been experienced for some time. System diagnostics indicated that the generator is at near end of service. Patient referred to ent for battery replacement, but the surgery has not been scheduled. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The device was returned due to demipulse eos, eos=yes and low battery. The patient was having an increase in seizures. Results of diagnostic testing indicated that the battery status indicated ifi=yes in the analysis lab. The battery is partially depleted, 2.768 volts as measured during completion of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 88.540% of the battery had been consumed. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The confirmed ifi flag is set to yes; following an interrogation/diagnostic test; appears to be appropriate based on downloaded device data; generator performed according to functional specifications.

Event description:
The patient had her generator replaced and it is at the manufacture pending completion of product analysis.

Event description:
Additional information was received that the patient has not been seen since their surgery therefore it is unknown how their seizure activity is currently.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report. Date received by manufacturer (mo/day/yr) in supplemental 02 report should have been (B)(4) 2012.

Event description:
Additional information was received from the patient's nurse practitioner on (B)(6) 2012. She stated that the patient started experiencing an increase in seizures in (B)(6) 2011. The patient's seizures were reported to be generalized tonic-clonic and went from one every two weeks to one per night, and from only nocturnal to day-atonic. Both seizure types atonic and atonic-clonic had increased. The only changes reported before the onset of the increase in seizures was that the generator was at end of service. Additionally it was reported that the patient's dose of vimpat has been increased to decrease seizures. The patient is being scheduled for generator replacement surgery.